Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the reservoir was leaking and was not getting the proper insulin. Customer's blood glucose was 375 mg/dl, treated with bolus. Customer reported the leak was coming from the o-rings on the back. Customer stated the insulin pump was doing fine. No further information reported.